Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the proximal anterior tibial artery. The device was introduced for an angioplasty procedure, but it burst before reaching nominal pressure. The burst balloon was removed and replaced by a balloon from another company, which was successfully inflated.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of the proximal anterior tibial artery. The device was introduced for an angioplasty procedure, but it burst before reaching nominal pressure. The burst balloon was removed and replaced by a balloon from another company, which was successfully inflated.

Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed a fine jet of water emerging from the proximal part of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a small pinhole about 36 mm distal to the proximal x-ray marker. In close vicinity to the pinhole deep scratches were observed which have likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patient's anatomy.